Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm. The event date is an approximation. On (B)(6) 2025, it was reported that the patient's cgm on their receiver was 370 mgdl sometime after the sensor was put on the arm. The fingerstick reading was about 60 mgdl. This report is 2 of 3 allegations of cgm accuracy that had similar event details. The patient was feeling dizzy and nauseated. No calibrations were reported and she did not provide what medications taken/treatment given at the time. She then had a friend accompany her to the emergency room. Similar to other hospital visits, she was given IV fluids. She could not provide what were the cgm/bg readings at the hospital as she has difficulty remembering. She cannot recall how long she stayed at the hospital she is still experiencing high readings 27 days later. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the d zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia. This report is 2 of 3 allegations of cgm accuracy that had similar event details. Related records: (B)(4).